Event description:
It was reported by the patient that during a manual transmission attempt the remote monitor had difficulty completing the telemetry phase. It was not able to complete it until the patient used a dry, folded washcloth between the antennae and the implanted device, but the support console (a patient management database) did not show the transmission come through. The monitor was to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.